Manufacturer narrative:
Manufacturing device history record review was not performed because manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the reporting manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that upon opening, some of the packets are empty; the trach tube holders are missing.